Event description:
The customer called for help with her meter. She stated, that she tested her blood glucose using her breeze2 meter and a rite aid meter. The breeze2 read 90 mg/dl, while the rite aid meter read 43 mg/dl. The difference between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting of the test strips. No product will be returned at this time.